Manufacturer narrative:
(B)(4). Results of investigation: this device is currently in house at a carefusion authorized service center. Evaluation of the unit is still in progress and the results will be submitted in a follow-up medwatch form once they are available.

Event description:
It was reported by the customer that the ventilator was stacking breaths and the patient could not exhale easily. During this event, there was a fluttering sound coming from the back of the ventilator where the filter is. The patient was placed on a back up ventilator with no report of any patient harm. The ventilator was tested with a test lung by a sales representative and reacted the same way as reported by the customer.

Manufacturer narrative:
Results of investigation: this unit was field serviced by a carefusion authorized service technician. The service technician was unable to duplicate the customer's reported issue during testing and evaluation.